Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.3 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 2ml (+/- 10%). A calibrated tubing set was used per device release specification. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.(B)(4).

Event description:
The customer contact reported, the pump did not deliver. At an unspecified time, the pump was programmed to deliver lactated ringers solution at a rate of 125ml/hr and the delivery was started. No further programming parameters were provided. The nurse reported that drops were noted in the drip chamber after the delivery was started. After 30 minutes, the nurse entered the pt's room to check the solution delivery. At this time, the nurse indicated that "the pump sounded like it was infusing and the display was changing numbers, but the bag was still full and no medication had been delivered." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.